Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 63-year-old male patient presenting with cardiomyopathy, scai shock stage e. The patient¿s comorbidities were unknown. The care team noted a small hematoma around the right axillary impella insertion site with a small amount of oozing. Manual pressure was applied, bleeding stopped, and the hematoma stabilized and began to shrink. The patient remains on support. The reported hematoma is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support.

Manufacturer narrative:
Updated information: h6 component code changed to g07003. The investigation for the hematoma has been completed. No product was returned. The cause of the bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: explantation day, month and year added.